Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported which were reproduced no load screen during evaluation and found to be caused by a failed lower hook switch. The lower auxiliary was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced door opens the device never shows load set screen. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The type of reportable event is malfunction.